Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The device evaluation was performed when the device was initially returned for patient identifier (B)(6). At that time, the device evaluation identified the probe unit tip was broken, scope passed leak test, scope has non-olympus repair and parts such as the bending sheath adhesive, bending section and insertion tube; back cover loose and serial plate missing screw, image guide broken in edge. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
The customer reported to olympus, during five (5) unspecified procedures involving the subject device, the balloon dislodged and had to be removed from the airway. The customer also reported in a different procedure, the distal end of the scope was found to be broken; the plastic distal end broke off, where it holds the knob onto the distal end of the scope; and no patient harm/injury. The reported events are captured in 6 complaints as follows: (B)(6) is for the scope and broken distal tip. Event 1: balloon dislodged. (B)(6) complaint for scope, (B)(6) complaint for balloon. There were no apparent abnormalities in the appearance of the scope/balloon prior to the start of the procedure. The balloon appeared intact, properly secured, and functioning prior to the case. The balloon was retrieved (intact) from the airway using biopsy forceps. There have been no adverse effects to the patient as a result of this occurrence. The patient's current condition is stable and discharged without incident. Event 2: balloon dislodged. (B)(6) complaint for scope, (B)(6) complaint for balloon. There were no apparent abnormalities in the appearance of the scope/balloon prior to the start of the procedure. The balloon appeared intact, properly secured, and functioning prior to the case. The balloon was retrieved (intact) from the airway using biopsy forceps. There have been no adverse effects to the patient as a result of this occurrence. The patient's current condition is stable and discharged without incident. Event 3: balloon dislodged. (B)(6) complaint for scope, (B)(6) complaint for balloon. Event 4: balloon dislodged. (B)(6) complaint for scope, (B)(6) complaint for balloon. Event 5: balloon dislodged. (B)(6) complaint for scope, (B)(6) complaint for balloon. This report is for event 5: balloon dislodged. (B)(6) complaint for scope. [(B)(6) complaint for balloon].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified because the relevancy between the damaged balloon mounting part of the distal end and the reported phenomenon was unknown. However, the event was likely caused by the following: balloon was not properly attached, and/or the balloon mounting part of the subject probe unit was damaged and missing. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿caution do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.